Event description:
It was reported that a spectrum pump displayed the symptom of "obstruction #2 error". Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system "obstruction #2", which was not reproduced or confirmed during eval. However, error 105, was observed during eval at power up. System error 105 was confirmed and caused by a dislodged q20 component on the input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.